Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the x15 torque driver revealed no apparent abnormalities. X15 torque driver was then tested. It was noted that the driver was torquing consistently above the upper specification limit. The handle is found out of specification. A device history record review did not find any issues that could have cause or contributed to the reported event. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The x15 torque driver has a potential field age of over 2 years. It has been likely subjected to numerous autoclave cycles. Extended use over time can cause the internal lubricant to dry up and the internal components to bind. Although not proven, the most probable root cause for the over torquing of the driver can be attributed to lack of maintenance during its time in use, resulting in the torque driver exerting more torque than its upper specification limit (usl). No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the mountaineer torque limiting final tightener is not functioning correctly patient consequence? : no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.